Event description:
It was reported that the customer's blood glucose (bg) level was "high"; cause was not known. Customer delivered a correction bolus via the pump to address elevated bg. Afterward, a malfunction alarm occurred. Customer went to the hospital and was admitted. Customer's ketone level was high and considered as dangerous by a healthcare provider. Customer was treated with saline. Elevated bg/ketones resolved and customer was discharged on (B)(6) 2024, with no injury. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.